Event description:
Per (B)(6) database: the unit shutdowns and restarts after booting and before patient use resulting in loss of mechanical ventilation.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power supply was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4).

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power supply was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4).

Event description:
Per (B)(6) database: the unit shutdowns and restarts after booting and before patient use resulting in loss of mechanical ventilation.